Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a nephrostomy tube placement procedure, the access wire tip detached within the patient's fibrous capsule of the kidney. The physician attempted access to the ureter via fluoroscopy. During access wire manipulations the tip of the access wire detached. Fluoroscopy revealed that the wire was trapped within the fibrous capsule of the kidney. There are no plans to remove the foreign body from the patient. The patient tolerated the procedure well and was discharged to home.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.